Event description:
It was reported that the insulin pump buttons were unresponsive. Troubleshooting was done. Customer's blood glucose was 287 mg/dl. Customer treated with the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Up arrow button did not respond due to corroded keypad trace. Unable to perform displacement, basic occlusion, occlusion, prime/a33, no delivery test due to no button response. Pump received with minor scratched display window, broken reservoir tube lip and cracked reservoir tube.